Event description:
Boston scientific received information that this left ventricular (lv) lead displayed high out or range pace impedances. The pace thresholds are within normal limits. The health care provider will reprogram the lead and discuss the issue with the physician. No adverse patient effects were reported.

Manufacturer narrative:
Further information concerning this report is expected. This investigation will be updated when further information be provided.

Manufacturer narrative:
Additional information from the boston scientific field representative state that the left ventricular (lv) lead remains in service there has been no reported lead damage. The pacing and sensing functions of the lv lead are working as designed. There have been no adverse patient effects as a result of this issue.

Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Additional information was received which noted additional high out of range lv impedance measurements. A review of the presenting electrogram (egm) noted the device was operating as programmed. No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information was received which noted that the lead was pacing appropriately. The physician was unsure of the cause of the high impedance measurements at that time. The patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.